Event description:
It was reported that the patient's artificial urinary sphincter cuff had fluid loss. The cuff and balloon were replaced with a new 4.0cm cuff and balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter for three months. During the revision, it was discovered that the cuff had fluid loss from a hole. The cuff and balloon were replaced with a new 4.0cm cuff and balloon. The patient's current condition was excellent. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.